Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with asystole. A steep rise in threshold, as well as high threshold, was observed on the leadless implantable pulse generator (ipg) as well as a pacing problem. There was some indication that there were recent changes to the patient's medication. Regardless, the device was initially reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.